Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the emergency room after receiving a vibratory notifier. Upon interrogation the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2017. The patient was in a stable condition prior, during and after the procedure.